Event description:
It was reported that the patient presented to the hospital for a scheduled pulse generator and right atrial lead (ra) revision procedure. The atrial lead was known to exhibit lead noise and high capture threshold. The ra lead was capped and replaced on (B)(6) 2022. The patient¿s condition was stable throughout.